Event description:
Patient was a (B)(6) female with a basilar artery (ba) occlusion. Two passes were made with a merci retriever v 2.5 firm resulting in a thrombolysis in cerebral infarction (tici) score of 3. During procedure, a dissection at left vertebral (va) was noticed. Tissue plasminogen activator (t-pa) was not used during procedure. Medical intervention was not required since there was blood flow at contralateral vessel va. Physician believes that the use of the merci device caused the dissection. Also per physician, although more than 8 hours had past from the time of final confirmation without symptom, the device was used for life-saving purposes as the patient was in a severe condition and ba occlusion was without significant lesion at brain stem.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.5 firm device could not be reviewed.